Event description:
It was reported the coil broke off while re-sheathing. No patient injury reported.

Manufacturer narrative:
Only the implant coil was returned and confirmed it had broken off from the pushwire, but the evaluation could not determine the cause of the event. (B)(4).